Event description:
Hcp reported the pt had a wound infection. The device was explanted and returned to the MFR for analysis. The pt is reported to be stable. A follow-up report will sent when add'l info is received.